Event description:
It was reported that during an extraction procedure at the user facility, the drill was heating up. Back-up equipment was used to complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Due to the device not powering up during eval at the MFR, the customer's complaint regarding overheating could not be confirmed. However, damaged bearings and corrosion within the motor were discovered, which can cause overheating.